Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of 400 mg/dl at the time of the incident. The customer's current blood glucose was 336 mg/dl. Customer treated high blood glucose with insulin pens. Based on customer report, the customer was alleging a possible pump under delivery. Troubleshooting was performed and insulin exited at the quick release set. The device passed the displacement test. Customer will call back about doing the high pressure test for his son's pump. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.